Event description:
The customer contact reported a hole in the clave port; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of normal saline. It was reported that the tubing set was loaded into a pump to back prime and after the nurse opened the slide clamp of the tubing set, solution leaked from a hole in the clave port on the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(6).